Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the alleged error message could not be conclusively determined. Service history for this product was examined and no issues related to the reported event were identified during the last 12 months.

Event description:
During device preparation, a blue screen with a message stating "backup wizard" appeared. The case was discontinued. There were no consequences to the patient.